Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-related marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion. A customer would have had problems with a perfusor space. Product would infused very quickly despite a good setting from them. Hypnovel 5ml, administered at 0.2ml/h would be infused completely in 2 hours).